Manufacturer narrative:
Reporter phone number (B)(4). Date of event is estimated. It was reported a patient had a migrated lead. The lead was explanted. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.